Event description:
Caller reported a cartridge alarm with their insulin pump. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the issue and sent a replacement pump with updated software. The caller was advised on using a g7 sensor with the replacement pump and instructed on storage mode procedures and the return process for the problematic pump, which the caller understood and acknowledged. Customer will continue to use current pump for insulin delivery.